Event description:
Patient reported rupture. This record is for the right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional later confirmed no complaint against the device. Additionally, newly received information confirms that this device is not PMA approved. This report is no longer considered reportable to the FDA.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d1, d2a, d2b, d4, d6a, g2, g4, h4, h6.